Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Other mgf report numbers: 3003418325-2018-00003, 3003418325-2018-00004 and 1121308-2018-00020.

Event description:
The ear, nose and throat disorders (2017) published ¿endoscopic repair of lateral sphenoid encephaloceles: a case series¿. The report discussed a consecutive series of patients who underwent endoscopic repair of lateral sphenoid encephaloceles diagnosed and treated between 2012 and 2017, to analyze the relationship between repair method and success rate, as well as to explore repair techniques, utility of postoperative lumbar drainage, and complication rates. All repairs were bolstered with surgicel, duraseal sealant, and nasopore. A (B)(6) year old female patient had a history of bacterial meningitis with bilateral profound deafness requiring cochlear implants and right cerebrospinal fluid (csf) rhinorrhea. The patient underwent a transnasal transsphenoidal endoscopic repair of a right lateral sphenoid encephalocele using an alloderm inlay, abdominal fat sphenoid obliteration, and ipsilateral nasoseptal flap. The result was a healed sphenoid on endoscopy with no recurrence for three years. However, the patient experienced right subjective dry eye. She was examined by ophthalmology at 8 weeks post-op and the tear production and visual acuity/e exam were noted to be within the normal range. The patient was prescribed polyvinyl alcohol/artificial tear drops for symptomatic relief, which resolved her symptoms.

Manufacturer narrative:
Integra has performed a thorough review of the reported incident. There was no product received back, and no lot number identified, as such a DHR review could not be performed. At the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. With the information provided a root cause could not be determined, as there is no way to reliably determine why the reported condition occurred. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate.